Event description:
User experienced erroneous t4 results for multiple patient samples. Exact quantity of patient samples involved is unknown. Five patient examples provided. Exact dates of testing were not provided. Customer stated the issue began in 2008. Units of measure were not provided. Patient 1, initial result 6.2, repeat 0.7. Patient 2, initial result 8.9, repeat 11.1. Patient 3, initial result 4.9, repeat 6.4. Patient 4, initial result 6.7, repeat 8.1. Patient 5, initial result 8.0, repeat 1.1. Although some erroneous t4 results were reported, the initial results from these patients were not reported. No patients were adversely affected. The field service representative was unable to reproduce the issue or determine the cause. He noted, he suspected the beads mixer and s/r probe may have been the cause and replaced the beads mixer assembly and s/r probe. Performance tests were performed and analyzer operation was checked.